Event description:
It was reported that the pt has been experiencing pain and swelling. MRI and blood work were done, results indicated high levels of cobalt and fluid in hip, but no infection. Pt is planning on having a revision to the hip. Additional info reported via sales rep: the surgeon revised pt's right hip due to altr.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.